Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Pinched lip (lip injury). Bled - lip (lip haemorrhage). Brushes fell apart into different parts, small metal connector ended up in the mouth (device breakage). Consumer e-mailed stating that the brushes fell apart into different parts, in which a very small metal connector ended up in the mouth. No serious injury was reported.